Event description:
On (B)(6) 2014, the removal surgery of the device was conducted due to the suspected occlusion. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be field.

Manufacturer narrative:
Upon completion of the investigation it was determined that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water; no occlusion was noted. The catheters were irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested, and no leaks were noted. -the valve was tested for programming and the valve passed the test. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. This appears to be the root cause for the problem reported by the customer. The cam magnets were also controlled and no defects were found. A review of the history device records confirmed the valve product code ns9008, with lot cpjbdv, conformed to the specifications when released to stock on the 4th september 2013. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.